Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered shock. Boston scientific technical services (ts) reviewed and verified ICD delivered anti-tachycardia pacing (atp) and multiple shocks. Ts explained it was detected in the ventricular fibrillation (vf) zone and ventricular rate appeared to be irregular which could be inappropriate therapy. Additional information was obtained from the field representative indicating that the indication of therapy delivered was atrial fibrillation (af) with rapid ventricular response. The clinic was unable to determine if there was a therapy exhaustion. Further, patient medication was increased. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The allegation against this implantable cardioverter defibrillator (ICD) was not confirmed. This ICD passed all electrical tests and normal device operation was noted during analysis. Thus, this ICD met its specification.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information received indicating that this implantable cardioverter defibrillator (ICD) was explanted. No additional adverse patient effects were reported.